Manufacturer narrative:
(B)(4). A visual examination of the guidewire revealed that the distal end was damaged. The coilwire was unraveled and corewire was broken from the ballweld. The complaint is not consistent with the return. Additional information provided by the customer stated the coilwire was unraveled however the return also found that the corewire was broken. It is most probable that anatomical/procedural factors could have generated the failure reported. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a procedure. The procedure date was unknown. According to the complainant, during withdrawal of the guidewire, the physician noted that the guidewire was caught at the end of the stent and the coilwire unraveled. The procedure was completed with this amplatz super stiff guidewire. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay. Investigation results revealed on (B)(6) 2015 that the corewire was broken.